Manufacturer narrative:
Device not accessible for testing.

Event description:
It was reported the zoom function would go in an unintended direction. There are no reports of patient involvement or adverse consequences.